Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she dropped her insulin pump while riding her bike, and she observed severe physical damage to it. She stated that the entire screen display showed signs of discoloration and that the drive support cap came off or may be missing. The blood glucose reading during the time of the call was 342 mg/dl. We advised the discontinuation of the insulin pump, and the customer treated using a manual injection. Nothing further reported.